Event description:
On 12-oct-2025 it was reported that on (B)(6) 2025 the end-user experienced hyperglycemia that progressed to diabetic ketoacidosis (dka) after discontinuing insulin delivery. The end-user was hospitalized and treated with intravenous insulin. The outcome at the time of reporting was not yet known.

Manufacturer narrative:
The end-user experienced hyperglycemia progressing to diabetic ketoacidosis requiring hospitalization and intravenous insulin therapy. This condition can result in acute metabolic decompensation requiring urgent treatment. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data showed insulin delivery was manually paused by the user, and the user reported discontinuing use after running out of supplies, resulting in a lack of insulin delivery. Based on available information, the event was attributed to interruption of therapy due to lack of supplies rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.